Event description:
The customer got a blood glucose reading of 120 mg/dl with her meter. She tested with another meter and got a reading of 270 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not have any strips left, so no product will be evaluated.